Event description:
Customer's wife called reporting her husband has passed away. Customer passed away on (B)(6) 2014, due to heart problems. He had a heart attack. Customer was wearing his insulin pump at the time of death. His blood glucose level at his passing was not provided. Customer's wife does not want the device back after analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken belt clip slot, and a scratched reservoir tube.